Event description:
During an intervention in the caecum for eftr, clip deployment was mistakenly assumed while the thread was broken. Correct clip application was not visually controlled, and the target tissue was subsequent resected. The resulting perforation was closed with 7 tts clip. The patient was admitted overnight and did well without any complications.

Manufacturer narrative:
The microscopic examination showed thread was torn appr. 170 cm from the distal end. Due to the present damage pattern, it is possible that the thread was jammed between handwheel adapter and the endoscope port. When turning the handwheel, the thread tension increase up to breakage, thereby the clip cannot be moved forward and remained on the cap. The review of the related quality records of the manufacturing lot showed no abnormalities. In conclusion, the failure root cause is seen as a procedural complication due to non-deployment of the clip before snaring in the sense of a use-sequence error. The risk of causing a perforation is listed in the instructions for use. It is addressed in the user trainings, to verify successful clip application before resection of the target tissue. Note: this report is a retrospective submission of complaints from the year 2024.